Event description:
Ous MDR - shock impedance was suddenly >150 ohms; transmitted by home monitoring. The physician decided to remove the lead and the ICD. Important fact, the patient had undergone a tricuspid ring surgery in 2011.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. The device was implanted for 50 months and 29 charging cycles were recorded to the device memory. The received home monitoring data as well as the memory content of the device were analyzed. The inspection of these data revealed shock impedances >150 ohm since (B)(6) 2014, confirming the clinical observation. During evaluation of the available iegms noise was observed in all sensing channels exclusively in the iegms from (B)(6) 2011. This might be related to the surgical procedure as mentioned in the complaint description. Therefore, the impedance measurement functions as well as the sensing ability of the device were tested and proved to be flawless. During testing no anomalies were observed. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication for a device malfunction.